Event description:
This is the second of two events for the same pt. It was reported that the pt underwent a 5 level c3-t1 posterior cervical decompression and fusion using local bone with infuse bone graft supplemented with posterior fixation. On pod 5, pt went to ER complaining spells of intermittent motor and other neurologic deficitss of her extremities,. It was rpeorted that an MRI showed a fluid collection. A reoperation was performed to explore the wound and drain a serosanginous fliud collection. A reoperation was performed to explore the wound and drain a serosanginous fluid collection. No csf leak was identified, cultures of the fluid were negative. The pt was then sent home improved with resolution of her symptoms. Approximately 2 weeks post op, pt developed transient incomplete quadriparesis. It was rpeorted that an MRI showed a fluid collection. A second irrigation of the surgical wound was then performed and a serious fluid, thin, clear, with no signs of pus was drained. No csf was encountered or csf leak found. Pt still has some deficits, although there has been improvement. Although it is unk if the implants or infuse bone graft contributed to the reported event, we are filing this MDR for notification purposes.